Event description:
It was reported that the device overheating temperature alarm was going off. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown, no information provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found that the return tube has multiple cracks in it. There was no evidence of the reported error in the event history log (ehl). The reported problem overtempt alarm was not verified/duplicated during the investigation (unconfirmed). However other problems were found; flow of water through the return tube was poor, and the air detector failed the tubing clamp test as some fluid was able to get through while the clamp when engaged. The investigation stated that the most probable root cause was due to cracks in the return tube and a loose clamp lever pin in the case of the air detector. For corrective action, the return tube was replaced, and the clamp lever pin tightened. The root cause of the issues was unknown. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. An internal scar and CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).